Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss occurred. According to the patient, on approximately (B)(6) 2025, the patient was sweating and the dexcom was showing signal loss for 3 hours. The patient could not recall how or when he got to the hospital but recalls that he felt very sick. A fingerstick was taken upon arrival and it was 500 mg/dl. The patient could not recall what medications was given for hyperglycemia. Of note, the patient underwent limb amputation during the hospitalization. He could not recall when he was discharged but was in stable condition during the call. There was no documentation of further medical evaluation or intervention. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.